Event description:
Distributor reports that an end user had two uterine manipulators burst during a procedure. The distributor states that this was probably caused by the use of a metal instrument in conjunction with the manipulator, or the physician may have injected too much air into the balloon.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.